Manufacturer narrative:
Batch review performed on 20 july 2016. (B)(4).

Event description:
The patient came in due to feeling unstable. The surgeon noticed that the patient had proximal loosening of the femur. The surgeon revised the stem, head and liner. The surgery was completed successfully. Explants are not available.